Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the screen was blank and kept rebooting during a therapeutic hernioplasty procedure involving an olympus video system center while the patient was under sedation. The procedure was completed after a brief delay with a similar device. There was no patient injury reported.